Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at an unspecified location on the back of the pump found on oct 13, 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, end cap address label missing, corroded battery tube, keypad overlay texture damage and minor scratches on lcd window. In summary, the customers alleged damaged back of pump was confirmed by visual inspection where a cracked battery tube is noted. Additionally a missing retainer ring is confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.